Manufacturer narrative:
Event site name: (B)(6) hospital. Event site telephone: (B)(6). Even site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cs100 intra-aortic balloon pump (iabp) malfunctioned. Blood entered the device, causing inflation failure. There was no patient harm reported.